Manufacturer narrative:
D6a: implant date, corrected data: the initial reporter inadvertently used the incorrect implant date. E4: corrected data: the initial reporter inadvertently selected more than one option only "no" should have been selected.

Event description:
It was determined based on the analysis of the data that the high impedance on the day of implant did indeed resolve that same day. In the programming history database, the first lowest operating time is 2703 hours on (B)(6) 2018 (confirmed date of implant). There are some interrogations listed as (B)(6) 2018, but their operating time is either also 2703 or 2704 hours, which likely indicates a date discrepancy and that all these interrogations actually happened on (B)(6) 2018 during surgery. The programming history database shows a system diagnostics ran on (B)(6) 2023 (operating time of 2704 hours) confirms diagnostics are within normal limits. When sorting the time since fet in seconds from smallest to largest, the last impedance value on the day of surgery is confirmed to be within normal limits. All of the high impedance values are the same, further proving this is likely the stored impedance value from before the lead was connected. A date correction was performed because the operating times in the decoder are the same despite the dates being different. Based on the date correction review, the high impedance occurred on (B)(6) 2018, which was the day of implant, and resolved that same day as good impedances were seen on the last reported interrogation that day. Again the date discrepancy in the decoder can be attributed to the time difference of the tablet when the data was decoded.

Event description:
During a programming history database periodic review a high impedance event was confirmed to have occurred. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.